Event description:
On 08/13/1997, the customer contacted braun thermoscan via 1-800. He reported that his wife obtained a low temperature readings when using the thermometer on their son. When the customer put his son to bed, he thought the child felt warm. Although the mother did not think the child was ill, and did not agree their son felt warm, she took a single ear temperature. The customer could not recall what temperature was obtained, but estimated it was 99 or 100f. Though the customer thought his son felt warmer, no medication was administered. The customer could not recall the time frame, but later that evening, the child experienced a febrile seizure. After the seizure, an axillary temperature of 104f was obtained. The customer could not recall if the boy's clothing was removed prior to the reading. Motrin and tylenol were administered two or three times, but this only brought the fever down to 100 or 101f. The next day, the child was taken to the doctor. No diagnosis was made; no medication was prescribed. The child has a history of febrile seizures. No healthy baseline had been established.